Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a pump reboot event was observed in the black box data following a call service 54 alarm on the date of the complaint. The pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. There was a battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper toward the case seal and below the bumper at the case seal

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.